Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating that a proximal line alarm occurred while the device was on a patient. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device was removed from service and swapped out for another v60 without any patient impact. The customer called technical support to report that a proximal line alarm occurred while the device was on a patient. The biomedical engineer (bme) was not able to duplicate the reported issue. The customer reviewed the event log at the time of the occurrence but did not find any proximal line alarms. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that a proximal alarm occurred while the device was on a patient. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device was removed from service and swapped out for another v60 without any patient impact. The customer called technical support to report that a proximal alarm occurred while the device was on a patient. The biomedical engineer (bme) was not able to duplicate the reported issue. Investigation is ongoing.